Event description:
Patient was receiving continuous chemotherapy as well as IV push/bolus chemotherapy. When writer completed the IV bolus chemotherapy and turned the 3 way stopcock device back around to only allow the continuous chemotherapy to finish infusing, the white portion of the stopcock "popped" out and chemotherapy leaked out.what was the original intended procedure?infusion of chemotherapy.device #1is this a laboratory device or laboratory test?no.